Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips reporting that the EKG waves are not displaying when connecting the device to the simulator. There was no patient or user involvement.